Event description:
During brain aneurysm coiling, the orbit coil (trufil 6mmx15cm lot# 13400045) detached within the prowler plus microcatheter while placing into the p com aneurysm. This resulted in long coil segment deployed into ica which then retracted into mca and pt had stroke. Attempts were made to retrieve the coil with a snare device, but failed after 3 hours.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.